Event description:
The customer reported to olympus the evis exera iii colonovideoscope ¿doesn¿t blow.¿ the reported issue was discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, there was no image, and a scope communication error (b30) was present, which is also a reportable event. This medical device report (MDR) is being submitted to capture the reported event as well as the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no air due to a clog of foreign debris in the air and water nozzle. This finding was due to insufficient or incorrect reprocessing of the scope or other handling issue. Upon further inspection, it was observed that there was no image error (b30) due to an issue with the connector plug unit. It was also observed that the charge-coupled device clover lens had a sharp edge or snag. It was observed that the lens glue (3x) had discoloration. It was also observed that the glue of the bending section cover was separated. It was observed that the bending tube was shorten. It was also observed that the: universal cord, the plastic distal end cover and the connecting tube had a scratch. It was observed that the right-left knob had a leak. It was also observed that the play angulation was less than the specified value. It was lastly observed that the insulation value was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 (error b30 is a non-reportable malfunction). The customer confirmed all scopes are checked before use and that they do everything according to user/disinfection procedure. It¿s possible that scope cleaning was delayed. Because scope didn¿t blow it, was sent for repair not disinfected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage in the device. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to g3 of the first supplemental medwatch report (9610595-2022-05820). The aware date should be22-june-2023.